Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 23apr2015. The review was performed from the date of manufacture to the present date 17jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had an accuracy-low(volume, temp, pressure) issue. There was no patient involvement.

Event description:
It was reported that the device had an accuracy-low(volume, temp, pressure) issue. There was no patient involvement.

Manufacturer narrative:
Correction: device manufacture date, correction to remove the following codes in section h6 reported in error in the initial MDR: annex a: a25. Annex g: g07001. Annex b: b11, b14. Annex c: c19. Annex d: d14.